Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 40 mg/dl. He was disoriented and his arms were convulsing. At the hospital the customer was treated with glucose gel, observed for four hours, then released. Troubleshooting was initiated to inspect the insulin pump and there were no apparent anomalies. The customer stated that he may have over-bolused for his breakfast cereal. However, the customer believed the insulin pump was over-delivering. The customer was advised to monitor their insulin pump and blood glucose values. No products were returned or replaced.